Event description:
It was reported that a physician was attempting to deploy a 3.0mm diameter x 22mm length integrity rapid exchange (rx) bare metal stent to treat a lesion in rca with 90% stenosis. The lesion was pre-dilated; however, the stent was unable to pass the lesion and when it was removed from the patient, it was noted to be damaged. No patient injury occurred and no clinical sequelae were reported. Device evaluation: the stent was positioned between marker bands as per specification; multiple stent struts were raised, damaged and deformed.

Manufacturer narrative:
Evaluation: results: patient condition affected effectiveness of the device (patient lesion morphology; 90% stenosis). Conclusion: device failure/lack of effectiveness related to patient condition (patient lesion morphology; 90% stenosis). (B)(4).